Manufacturer narrative:
Eval summary: the product was returned for analysis. The condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. The root cause cannot be determined. There have been no other complaints reported to the lot number. No further info is expected. (B)(4).

Event description:
An operation room manager reported that during a glaucoma filtration device (gfd) implant procedure, the surgeon tried to flush the shunt but it would not flush. The gfd was removed and replaced with no pt harm. No further info is expected.